Event description:
It was reported that the dso (downstream occlusion) seal was ripped and bubbled. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection confirmed the reported problem. The downstream occlusion seal was replaced. The device then passed all functional testing after repairs. The service history review had no indication that the complaint was related to a service of the device within the review period.